Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced low flow, low speed, and driveline disconnect alarms early in the morning. The pt came into the emergency room where she was transported to the implanting ctr. The pt plugged into the power module and immediately got an alarm and felt the pump slow down. Pt was instructed to stay on batteries, which resolved the alarms. The pt did confirm damage to the driveline. Data log file data confirmed multiple red heart and pump stoppage alarms. On (B)(6) 2014, the MFR conducted a percutaneous lead distal end replacement.

Manufacturer narrative:
The MFR was unable to conduct an investigation of the device as the pt remains on going with the implanted device. However, the report of red heart alarms and a suspected compromised driveline was confirmed based on the eval of the replaced portion of the percutaneous lead (lead) that was returned for eval. Approximately 12" of the external portion/distal end of the driveline was returned. The reinforcing sleeve was removed to examine the shielding and bionate, and areas with shield breakdown were noted. Electrical continuity testing was performed on the returned portion of driveline and a short-to-shield was found in the wires. The shielding and bionate were removed, and examination of the underlying wires revealed damage in the insulation of the green, yellow, and black wires approximately 9" from the metal/controller connector. The conductors of these wires were exposed. The observed wire damage appeared to be consistent with mechanical damage, which affected two of the three phrases of the lead; however, it cannot be conclusively determined how or when the damage occurred. The green and yellow wires represent the two wires in motor phase 1 and the black wire represents one of the two wires in motor phase 2. The reported pump stops would have occurred as a result of the exposed conductors of one wire contacting the shield and shorting to ground while connected to the power module. Interruption in pump function would have also potentially occurred if both compromised wires contacted the shield simultaneously and shorted. No further info is available. The MFR is closing its file on this event.